Event description:
On (B)(6) 2020, lay user/patient¿s daughter contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter was reading inaccurately high compared another device (unknown brand, emergency services device). This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The reporter stated that the alleged inaccuracy issue began at around 2 p.m., on (B)(6) 2020. The patient manages her diabetes with self-adjusted insulin (unspecified type, 16 units when blood glucose is within normal target range and 30 units if blood glucose is high) and the reporter stated that the patient did not make any changes to her usual diabetes management regimen in response to the alleged issue. The reporter advised the cca that an unspecified time prior to testing with the subject device, the patient became ¿incoherent¿, that she ¿couldn¿t walk¿ and that she was not in ¿control of herself¿. The reporter advised that in response to the patient developing these symptoms, she tested the patient¿s blood glucose with the subject device and claimed obtaining a result of ¿169 mg/dl¿ which the reporter felt was inaccurately high and as such, she called an ambulance. On arrival, the emergency medical services (ems), tested the patient¿s blood glucose using their device and allegedly obtained a result of ¿53 mg/dl¿. The tests on both the subject and ems devices were performed within 30 minutes of each other. Following the blood glucose result, ems gave the patient some orange juice. At the time of troubleshooting, the cca confirmed that the unit of measure was set correctly at the time of testing, that an approved sample site was used to obtain the results and that the patient was following the correct testing procedure. The cca established that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. The cca also noted that at the time of the call, the reporter did not have control solution available to test the subject system. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event for an acute low blood glucose excursion which required treatment from ems. The alleged inaccuracy issue could not be ruled out as a cause and/or contributor to the event.